Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)made a high pitched screeching sound, and then went to standby. The nurse stated that there was a message on the pump at that moment that said "temperature". She followed the help screen menu that suggested to power down, and reboot. The message disappeared and the cardiosave is currently pumping. There was no harm reported . She was advised to pull the alarm and trigger log, but there was no alarm related to the event, or any alarm that mentioned temperature. She was advised to replace the pump if possible and report it to their biomed dept. The nurse stated that she did not need assistance switching the pumps.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information requested from the customer with regard to the repair and status of the iabp were performed with no response. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.